Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2012; 5076-52 lead, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on a routine holter, the ventricular paced rate was around forty beats per minute for four to five cycles which was less than the programmed low rate of the device. Possible p-waves in refractory caused loss of paced ventricular synchrony. A telemetry holter was placed on the patient to investigate further. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.